Event description:
Pt's spouse contacted depuy spine to report that their pt had anterior migration of the charite disc that was implanted in march, it was reported that some type of revision procedure was performed. However information was limited.